Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4) ,product type: recharger. Section information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), (B)(4) apply to implantable neurostimulator (ins) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with a neurostimulator (ins) for spinal pain. It was reported the ins recharger (insr) would not charge and ins was dead right now also. This would consider a sudden change in therapy and symptoms. It was noted the connector pin was bent. No further complication and no symptoms were reported.